Event description:
It was reported that the patient presented to clinic with complaints of chest pain when taking deep breaths. An echocardiograph was performed and revealed a pericardial effusion. A CT scan was obtained and the physician suspects the lead perforated the pericardium. The lead was explanted and replaced. The patient condition was good following the event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness was performed and the lead was found to be within specification.